Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient missed their refill because the patient was in-patient due to an unrelated medical condition. The empty reservoir alarm sounded on (B)(6) 2014. The patient went through withdrawals, feeling nauseous, chills, and increased pain. The patient did have a history of chronic low back pain as well as a history of cancer. The patient was already in the hospital for different reasons during the withdrawal symptoms, and was given medication in the hospital for his symptoms. He recovered well in the hospital. The day of the report they were preparing to fill the pump again. As of (B)(6) 2014, the patient was reported to be doing well now and receiving effective therapy. The pump was used to deliver infumorph (10 mg/ml at 2.5 mg/day).